Event description:
The rptr indicated that after the user completed an uncomplicated lasik procedure on the right eye, the operator depressed the print button in order to obtain a hardcopy of the surgery summary. Meanwhile, the user prepared to perform lasik on the left eye. When the user attempted to start the ablation, the system would not ablate and displayed the following message on the monitor, "printout not complete". After clearing the print jobs off the printer, the user was able to proceed with the procedure on the left eye. During the surgery, the user noticed that the ablation rate was slower than usual. At the end of the surgery, the vision was checked in the eye and was found not to be as "expected" and the user believes the cornea was "overablated" centrally. In 2001, pt's best corrected visual acuity of the left eye was 6/9 (20/30). The preoperative best corrected visual acuity as 6/6 (20/20).